Event description:
The customer reported that he had an urgent care visit due to his high blood glucose of 257mg/dl. Initially, the customer called requesting assistance with increasing the basal settings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.